Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (te's non-functional) has been confirmed. Upon investigation pulse wire solder connection in the rear r2 te was damaged. The root cause for the broken solder connection could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt's therapy electrodes were non-functional.